Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose and sensor readings. The customer states they received a threshold suspend alarm stating they were 79mg/dl, when their blood glucose level was actually 140mg/dl. The customer states her blood glucose levels have been running on the high side. The customer was transferred to the sales management team.